Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a device tracking form indicating that the patient had a pump exchange.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.